Event description:
It was reported that during attempted implant of the right atrial (ra) lead the helix tip appeared to be bent and would not extend. Therefore the ra lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal conductor was kinked and buckled. The distal end electrode was covered with blood. It was visually noted that the lead was damaged at implant. Analyst noted that the helix was not bent upon receipt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).